Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported an anterior capsular tear secondary to an incomplete capsulotomy during a laser assisted cataract procedure. Incomplete capsulotomy was due to trapped bubble between patient interface and the patient's cornea. Tear was noted during phacoemulsification. The planned intraocular lens was implanted into the bag.

Manufacturer narrative:
Additional information provided. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).